Event description:
Healthcare professional reported 11 days after injection with 1 syringe of juvederm ultra plus xc in the nasolabial folds and "lower face" and concomitant injection of 2 syringes of juvederm voluma xc in the cheeks the patient presented to the healthcare professional with "swollen pockets" and "puffiness" in the cheek area. The patient complained of "hive, blister type things" but the healthcare professional did not observe these symptoms during assessment. The patient was treated with hyaluronidase on two separate occasions to "resolve the puffiness." The healthcare professional does not believe the patient's symptoms are related to the juvederm product injections. They speculated that since the patient had previous "fat pad surgery", perhaps the filler "kind of pushed the fat pads laying underneath the surface forward." However, the patient believes the symptoms are related to juvederm and the healthcare professional indicated they could not, with certainty, confirm the that the juvederm injections are not related to the patient's symptoms. The patient has refused additional treatment, symptoms have not yet resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2014-00329 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus cs, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of "swollen pockets" and "puffiness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.